Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they started having extremely sharp pain yesterday when they sat in certain positions. The patient stated they had no falls or trauma that led to this and that they had been on the same program setting since (B)(6) 2024 and that yesterday they just sat differently in their chair and they had this extreme sharp pain that they gasped and changed their position and it went away immediately, but they could still kind of create that position if they went in that position and they could feel it slowly starting to come on if they sat slowly, so they just stopped going into that position knowing that it was going to happen again. Patient services asked the patient if they had increased the stimulation prior to that and the patient stated no, and that it just started happening out of nowhere. Patient mentioned that when they were first implanted things seemed to heal ok but then in (B)(6)2024, they started to have an achy pain at the ins site but that they were in pelvic floor therapy and they used a trigger ball to release the muscles and that seemed to resolve the aching and that they'd had their last massage session with the trigger ball on the (B)(6) 2025. Patient stated that this pain from yesterday was different, that it felt like a pinched nerve. Patient stated the pain now wasn't at the ins or lead sites but rather between the two sites and further down. Patient stated though they have since turned the therapy off since the event yesterday, they still had a dull lower back pain in the area and they were starting to have some bruising and a little bit of swelling in that spot. Patient stated if they pressed slightly on that area, that type of sharp pain would start up again. Patient stated they question if they could even drive because they had to sit up really straight to avoid the pain and they couldn't sit correctly without having pain. Patient stated they would have it (patient services took "it" to mean the stimulation sensation but did not further clarify the comment as they were focused on the reason for call) also going down their leg while driving. Patient stated they called their managing health care provider (hcp), and the hcp told them they would reach out to the manufacturer representative who had been on their case at the procedure but told the patient they had no idea what was going on and that the patient should call patient services to help figure out what was happening. Patient services reviewed information and reviewed the role of patient services with the patient and redirected the patient to follow up with the hcp to have the implanted system checked. Patient stated they were doing their due diligence and calling like the hcp told them but they truthfully didn't think it was a device issue and more of an issue with the placement and what was going on internally with the implanted system and more of an "md" issue. Patient stated they were a nurse so they would watch for any signs of infection but up until now, they'd been living in pretty normal life. Patient stated when it came to symptom relief, that was "a whole o ther story. " patient noted they suspected they would need another surgery which they weren't looking forward to because that was a whole other "story" they didn't want to go into now." Patient services did not ask any further questions about these comments as they were focused on the reason for call. Patient stated they already had an MRI scheduled of their lumbar spine and pelvis for monday ((B)(6)2025) so they were hoping to get answers then. Patient stated they thought there was a lot of stuff going on internally that nobody was addressing and stated they hoped the MRI could help figure out what was going on with the ins. They suspected it wasn't in the right place. Patient asked if weight loss could have an impact on the device/therapy. Patient services reviewed information with the patient and patient stated that they'd lost not a large amount of pounds but they had gone down two sizes of clothes over the last 6 months too. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. Patient to follow up with their hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.